Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and no air in line alarm. No patient consequences were reported. No adverse effects were reported.